Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported probe breakage; however, the broken probe tip was not returned to olympus for evaluation. Based on a comparison from an olympus test probe, the missing portion of the probe is approximately 17mm in length. The most likely root cause of the reported phenomenon could be attributed to the device coming in contact with metal like objects during the ultrasonic activation.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "If the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator (sonosurg-g2) lights up and a warning tone sounds. Immediately remove the insertion section from the patient with the transducer and connection cable connected, and inspect it according to the instructions given in section 8.2, "when the ultrasonic output warning lamp lights" on page 75. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp them when ultrasonic output is activated. Avoid contacting them accidently. The probe could be worn away due to ultrasonic vibration and damage or detachment of the probe tip may result." If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic appendectomy procedure, the sonosurg device stopped functioning. The device was visually inspected and found no abnormalities. Once the device was placed on the mayo table, a portion of the ultrasonic probe fell off. The procedure was completed using a different but similar device. There was no patient injury reported. No additional information was provided. Olympus made multiple attempts to obtain additional information regarding the reported event via telephone and in writing but with no result.